Manufacturer narrative:
Date of event is estimated. E2: reporter phone number: (B)(6). The reported event of high impedance was confirmed. As received, the octrode lead b had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2023-04799. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.